Event description:
It was reported that the patient was experiencing neck stiffness. This had been occurring off and on since implant. It was also noted that the patient was having infection issues with the left side device and that it was finally resolved. A lost device was noted and that the patient would call back with shipping information for a new programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3387-40, lot # j0555645v, implanted: (B)(6) 2006, explanted unknown; extension model # 748251, lot # nhu064744v, implanted: (B)(6) 2004, explanted unknown; programmer model # 7438, lot # nhl011183p; ins model # 7426, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown; lead model # 3387-40 lot # j0424916v, implanted: (B)(6) 2010, explanted unknown; extension model # 748251, lot # nhu116280v, implanted: (B)(6) 2010, explanted: unknown.

Manufacturer narrative:
Concomitant medical products: product ID 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3387-40, lot# j0555645v, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
A consumer reported that the patient had had 23 infections on the left side starting in 2004; infections were all the time on the left side. The patient had 23 operations since the deep brain stimulator system was put in and still not come out right. The patient did not want any more surgeries. The right side implantable neurostimulator was working for the patient and he has it on all the time. See related pes for left side infection with other left side devices; pe 701030815, 701031086, 701029785, and 701029785.